Event description:
It was reported that the patient presented with occasional pectoral stimulation when the right ventricular (rv) lead was programmed unipolar. The rv lead was capped and replaced. The right atrial (ra) lead impedance had decreased to low measurements. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5034 implantable pacing lead. (B)(4).